Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Surgeon did an I&d with an insert swap of the left knee done as a mako medial originally on (B)(6) 2017.